Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the unit had disrupted timing. The handle was actuated and the remaining tacks deployed but seated improperly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, a hair strand was found inside the stat tack sterile pack before device was handed to surgeon for use. Device with hair was put to the side and new one was opened with no issue. Additionally, the tacks were able to be fired but had not been used in the patient as the product was contaminated. There was no patient involvement in this event.